Event description:
During incoming inspection, the distributor rejected this device, 138112, for an insufficient heatseal. There was no contact with the patient as this was found during incoming inspection. This will be reported as a malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Received four 138112 in original packaging. Lot number was verified. Performed a visual inspection of the device, there were no obvious signs of a breach in the seal; however, the device was encroaching into the seal. Performed a functional inspection, the devices were dye leak tested per tm-10-217 rev. F which indicated that the packaging has an insufficient heat seal on one out of the four packages. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. (B)(4). Per the instructions for use, the user is advised the following: these devices should be inspected before and after each use. Visually examine the devices for obvious physical damage including: cracked, broken or otherwise distorted plastic parts. Damage including cuts, punctures, nicks, abrasions, unusual lumps, significant discoloration. This issue will continue to be monitored through the complaint system to assure patient safety.